Event description:
Additional information received 2/1/2021 to report the unknown drill is a non-depuy instrument.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Added d10 concomitant products.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Optimis reamer handle would not connect to hudson drill connection. Looks like the connection has been worn so that is just fits on.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary.